Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5177194) received on 23oct25. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the 478c, disposable scope valve & channel cleaning brush. The incident occurred on 3oct25. The report states that "the tip of small cleaning brush was dislodged into the egd scope. Conmed blue bullet disposable" there was no report of impact or injury to the patient. Per information received on 12nov25 it was reported that "the doctor was perfoming an egd and saw the brush in the abdomen: he used the basket to retrieve it through the scope." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5177194) received on 23oct25. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the 478c, disposable scope valve & channel cleaning brush. The incident occurred on 3oct25. The report states that ¿the tip of small cleaning brush was dislodged into the egd scope. Conmed blue bullet disposable¿ there was no report of impact or injury to the patient. Per information received on 12nov25 it was reported that "the doctor was perfoming an egd and saw the brush in the abdomen - he used the basket to retrieve it through the scope. To my knowledge, the patient is in satisfactory conditions" and "there was not an extended stay for the patient. He went home as expected out patient." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: section d3 was updated. Manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: do not use if the product is kinked or damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.